Event description:
It was reported that the ilet pump¿s display appeared split into two and became unusable after the user awoke from a nap, consistent with a display component issue and a device problem characterized as a loss of or failure to bond. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the display, aligning with a component-level failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.